Event description:
Subsequent to the previously filed medwatch, new information had been received. The cause of death was determined to be the worsening congestive heart failure caused by the myocardial infarction originating in the left coronary vasculature.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2011: troponin=0.06 (uln=0.09), (B)(6) 2011: ECG=no mi, (B)(6) 2011: troponin =801 (upper limit of normal [uln]=0.09), (B)(6) 2011: ck=3577 (uln=164), (B)(6) 2011: ck-mb=591 (uln=14), (B)(6) 2011: ECG=st-elevation mi. (B)(4). There was no reported product deficiency and the product was not returned. Myocardial infarction, heart failure, and death are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used to treat in-stent restenosis. It should be noted the promus IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. It does not appear that the off label use of the promus contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was report that 2 days after promus stent implantation in the restenosed proximal right coronary artery, the patient experienced worsening heart failure and a myocardial infarction. Treatment information was not provided. The patient expired on (B)(6) 2011. No additional information was provided.